Event description:
It was reported that the y-connection of an unspecified access set leaked with the non-baxter disinfectant cap connected. To resolve this issue, the set was changed and there were no further issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.